Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on august 19, 2024, with lot number 1470803. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on anterior side assessed as fold flaw opening. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.